Manufacturer narrative:
We are reporting according to exemption no (B)(4). Incidents involving medical devices mfg by arjo hosp equipment ab in (B)(4) will be reported by us, the legal MFR, arjo hosp equipment ab in (B)(4) on behalf of our sales and distribution company in (B)(4). Additional info will be provided upon conclusion of the MFR's investigation.

Event description:
As stated by the customer 2011-(B)(6): sling (B)(4) xxl is placed in while client is in bed, tightened on the maxi move in low position. Placed the weight unit and went up. Battery was low, left the client waiting while picking a new battery, lift up. Stop between chair and bed to weigh. After that the client fell out of the lift while turning to the chair. She fell beside her bed. Dry environment - 20m2. Carer is shocked. (B)(4).